Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but did replace the worn-out grip pads of the surgeon console. The grip pads were scrap items and will not be returned back to isi. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that arm in traction moved when it was not in control. The procedure was already completed without further issues. The customer could not provide more details but requested a field service engineer to follow up. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the field service engineer was informed the arms moved on its own after the case was completed. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. The movement did not scale appropriately, the intended universal surgical manipulator (usm) did not move. The timing of the instrument movement was appropriate with no delay. There was no shakiness and or friction experience, instrument-to-instrument or system arm-to-arm interference, no external collisions. The issue was intermittent. The symptom occurred just once. The drape is not available for return. There was nothing done to resolve the issue. The device was inspected 3 months prior to use. There was no harm or injury to the patient.